Manufacturer narrative:
Per the user guide the customer must properly cycle the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Per the user guide the customer must properly cycle the cartridge.